Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) when the device detected a suspected sinus tachycardia (st) as a ventricular tachycardia (vt) episode. It was noted that can to rv coil electrogram (egm) shows nonphysiologic artifact suggestive of myopotentials. The device remains in use. No further patient complications have been reported as a result of this event.